Event description:
It was reported during a lead revision procedure after the new rv lead was connected to the existing ICD, the pacing threshold through the ICD was high. The ICD was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing threshold was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found.